Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 6:00pm at the nursing home. End-user stated that he got a result of hi on his prodigy meter, he tested again and received the same result. The end-user stated that a normal result for that time of day is around 102-200mg/dl. The end-user stated that he went to the nurses station about 15 minutes later and they called ems. While waiting for the ems to arrive the end-user had orange juice and glucose by mouth. Ems arrived within 10 minutes, he stated that the ems tested his blood glucose, but he doesn't know what the result was. Ems started and IV and administered a glucose solution. The end-user was transported to (B)(6) main campus - emergency room located at (B)(6). End-user stated that he does not recall what treatment he received or what his blood glucose was when he arrived or when he was discharged. He was told to follow up with his primary care doctor. No additional information was provided.